Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and upon arrival, the customer complained that the unit was making a popping noise while assisting on a patient. The stm was not able to reproduce the popping noise. The unit performed as it should within factory specs. No problem found. Unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was not working, unknown problem. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported by the customer that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was not working, unknown problem. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, component codes, health effect ¿ impact codes), h10, h11. Corrected fields: d5, e2, e3.